Event description:
A (B)(6) advia centaur xp hbc total result was obtained on a patient sample and questioned by the physician. The (B)(6) sample was tested on another advia centaur xp hbc total reagent lot and the result was (B)(6). The (B)(6) patient sample results were considered (B)(6) when compared to other (B)(6) marker test method results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the (B)(6) advia centaur xp hbc total result.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2013. (B)(4) 2013: additional information: the initial MDR stated that the patient sample was requested for further testing at siemens healthcare diagnostics. The patient sample is unavailable and no additional testing can be performed. No conclusion can be drawn.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbct result is unknown. A sample has been requested for further testing. The instrument is performing within specification. The intended for use (IFU) states in the intended use section: "the advia centaur hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) in human serum or edta plasma using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with (B)(6) infection." The IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results". "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers".